Manufacturer narrative:
Analysis was performed at the philips bench repair facility. Results of functional testing indicate that the speaker did not produce sound. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to the customer site. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event, so there was no patient involvement.